Event description:
It was observed that during the device evaluation, the videoscope had an abnormal color tone due to video connector damage. The image appeared only in magenta and green. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: breakage of the image sensor unit, including disconnection by stress of repeated use, external factors, or handling, or that the components, including the integrated circuit chip and capacitor mounted on the electric circuit board had a defect. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.